Event description:
It was reported that several cartridge alarms occurred on the device. There was no information available regarding the impact on the customer¿s blood glucose level. A replacement pump was sent.